Event description:
It was reported that a patient experiencing dyspnea presented remotely via merlin.net. Review of the transmission revealed that the pulse generator exhibited backup vvi mode. The patient was brought into the clinic on (B)(6) 2014. After a device download, normal function resumed. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).